Event description:
The complainant reported that the physician was performing a sling implant procedure on a female pt, using a precision twist transvaginal anchor system. During the procedure, when the physician tried to place the anchor, the bullet detached from the suture. The physician was unable to locate the bullet, and reported that it may be in the pt's anatomy. The clinicians then obtained another precision twist transvaginal anchor system and successfully completed the pt procedure. The complainant reported that there were no pt complications as a result of the problem and that the pt is "fine".

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.